Event description:
It was reported that this right ventricular (rv) lead was damaged when it was removed from the device header during device replacement for normal battery depletion. As a result, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.